Manufacturer narrative:
The company microstent was not received at the manufacturing site and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. It was reported that a patient with company microstent would require reposition or removal of the company microstent. The reason for reposition or removal was not stated and the surgeon reporting the event was not the implanting surgeon. Additional information has been requested and no additional information was provided. The company microstent was not returned for evaluation; thus, the cause of the reported issue is unknown. The root cause of the issues requiring microstent repositioning or removal are unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an patient with microstent will require reposition or removal. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).